Event description:
After removing my 15 day abbott libre 3+ continuous glucose sensor, I noticed a large red area and a hard bump where the sensor made contact. This turned out to be an abscess that required use of antibiotics and a surgical treat to incise and drain the abscess. I contacted abbott and explained that the sensor may have allowed bacteria to enter and that my abscess was filled with blood. I requested help with the costs and they said they could not do anything for me. I had been on doxycycline for 5 days which may interfere with culture results.